Event description:
It was reported that the customer received recurring no delivery alarms. He was in the hospital due to his chronic obstructive pulmonary disease. His blood glucose level was above 400 mg/dl. The customer had a bent infusion set cannula. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.